Event description:
Over the past few weeks, we have had numerous staff report difficulties while attempting to prime the smartsite infusion set primary IV tubing; this product malfunction has been replicated across numerous units with multiple types of fluids.